Event description:
It was reported that a mobi-c implant bottom endplate detached from the peek while implanting and impacting. Another mobi-c implant was used to complete the procedure and there was no reported patient impact.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a mobi-c implant bottom endplate detached from the peek while implanting and impacting. Another mobi-c implant was used to complete the procedure and there was no reported patient impact.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed no signs of damage. A functional inspection is unable to be performed due to the fact that the peek cartridge, post and polyethylene insert were not returned. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to improper attachment to the inserter. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.